Event description:
Provider states the battery indicator always states the battery is fully charged, even when it is not.

Manufacturer narrative:
Product was returned for evaluation; controller/joystick/options / not able to duplicate issue / tested fully functional.

Event description:
Provider states the battery indicator always states the battery is fully charged, even when it is not.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.